Event description:
A customer reported that the trocar valves were leaking during a vitreoretinal procedure. The procedure was completed without consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A product sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted. One lot was reprocessed for anomalies that did not contribute to the customer complaint. No further anomalies were identified. The product was released based on the manufacturer's acceptance criteria. A complaint history examination indicates this is the ninth complaint for leaking received against the components of the reported final lot. One opened loose 23 gauge trocar hub/cannula assembly was received for evaluation. The returned sample was visually inspected using 15x - 20x magnification and found to be conforming. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. The manufacturer internal reference number is: (B)(4).